Event description:
The customer reported that the system displayed a "cine disk unavailable" error message rendering the cine function inoperable and resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.